Event description:
When opening for a left total knee it was discovered that the straight saw attachment (212186) was leaking oil. A new tray was brought in to replace the saw attachment. After, when going into rio setup the mics (209063) gave a stuck trigger error when trying to hold the trigger for rio setup. Again, a new tray was brought in to replace the mics and continue with rio setup and registration. No delay or affect to the case or patient. Patient was not under anesthesia. Case type / application: tka.

Manufacturer narrative:
Reported event: when opening for a left total knee it was discovered that the straight saw attachment (212186) was leaking oil. A new tray was brought in to replace the saw attachment. After, when going into rio setup the mics (209063) gave a stuck trigger error when trying to hold the trigger for rio setup. Again, a new tray was brought in to replace the mics and continue with rio setup and registration. No delay or affect to the case or patient. Patient was not under anesthesia. Case type / application: tka. Product inspection: functional verification confirmed the event. Gears in intake shaft were not rotating smoothly or without resistance, thus causing attachment to not function as expected. Grease was not present. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: 02 additional complaint related to the failure in this investigation. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard. Conclusions: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
When opening for a left total knee it was discovered that the straight saw attachment (212186) was leaking oil. A new tray was brought in to replace the saw attachment. After, when going into rio setup the mics (209063) gave a stuck trigger error when trying to hold the trigger for rio setup. Again, a new tray was brought in to replace the mics and continue with rio setup and registration. No delay or affect to the case or patient. Patient was not under anesthesia. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.